Event description:
Reported via clinical study: it was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27 mm watchman flx pro closure device was implanted. At the 45-day routine follow up, transesophageal echocardiogram (tee) imaging revealed a device related thrombus (drt) in regard to the closure device. The patient was started on eliquis medication. Plavix and aspirin were discontinued.

Manufacturer narrative:
B5: information added. D6a: date added.

Event description:
Reported via clinical study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted. At the 45-day routine follow up, transesophageal echocardiogram (tee) imaging revealed a device related thrombus (drt) in regard to the closure device. The patient was started on eliquis medication. Plavix and aspirin were discontinued. It was further reported the patient was on aspirin and clopidogrel post index procedure, up until the drt was found. The drt was non-mobile, and pedunculated.